Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 4 patient samples tested for ca2 calcium gen.2 (ca) on a cobas 6000 c (501) module - c501. The customer noted that they were having issues with a system reagent not dispensing correctly and were not sure if this issue was related to the ca issue. The customer also mentioned that controls for chloride were outside of range. Samples were repeated for the chloride test on another analyzer and repeat results were okay, recovering within 2-3 mmol/l. Six additional patient samples were repeated for sodium on a different analyzer and none had differences greater than 4 mmol/l. Of the 4 samples tested for ca that were questioned, 3 had erroneous initial results that were reported outside of the laboratory. The samples were repeated on the same analyzer and the repeat results were believed to be correct. The first sample initially resulted as 5.7 mg/dl and repeated as 8.5 mg/dl. The second sample initially resulted as 4.3 mg/dl and repeated as 7.8 mg/dl. The first sample initially resulted as 6.0 mg/dl and repeated as 9.0 mg/dl. The patients were not adversely affected. The ca reagent lot number was 196361. The reagent expiration date was asked for, but not provided. The field service engineer determined that the rinse level was misadjusted and the rinse was slightly overflowing. He adjusted the rinse level. He ran precision studies and these were within specifications. The customer verified that all controls recovered within their specified ranges.